Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue; however, customer declined to perform troubleshooting. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.